Event description:
Customer reported the gas module iii failed, which may have affected gas monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and replaced the gas module. Unit was calibrated, tested, and was returned to use.